Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt came into surgeon's office complaining of grinding noise. Surgeon then reviewed x-ray and realized implant was potentially broken. Referred pt to another surgeon on (B)(6) 2011. Pt was revised. Upon exposure, it was apparent the previous ceramic liner had broken. Surgeon removed damaged line and head (which was intact) and cleared out as much debris before putting in x3 liner and (not legible) head.